Event description:
Per the clinic, the implant magnet was electively explanted on (B)(6) 2025, in order for the patient to upgrade to a newer technology. The patient was converted to a transcutaneous osia implant system during the same surgery.